Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the plug of a 6f exoseal vascular closure device (vcd) was not fully deployed. Hemostasis was achieved by compression without adverse events. There was no reported patient injury. The plug deployment button was fully pressed, and after a fifteen second pause, the device was removed. After the procedure, an unknown 6f avanti+ short sheath and 6f exoseal were used for closure. The patient underwent treatment for a diabetic foot of the right below-knee artery and right common femoral artery. The user is an experienced user with over one hundred exoseal cases routinely used exoseal. The device will be returned for evaluation.

Manufacturer narrative:
Complaint conclusion: as reported, the plug of a 6f exoseal vascular closure device (vcd) was not fully deployed. Hemostasis was achieved by compression without adverse events. There was no reported patient injury. The plug deployment button was fully pressed, and after a fifteen second pause, the device was removed. After the procedure, an unknown 6f avanti+ short sheath and 6f exoseal were used for closure. The patient underwent treatment for a diabetic foot of the right below-knee artery and right common femoral artery. The user is an experienced user with over one hundred exoseal cases routinely used exoseal. Additional information was requested but not provided. The product was not returned for analysis. A review of the manufacturing documentation associated with lot 18417263 presented no issues during the manufacturing process that can be related to the reported event. Based on the limited information provided, it is not possible to draw a conclusion about a clinical relationship between the device and the event. Without the return of the device for analysis, the reported customer complaint ¿vascular closure device (vcd)deployment difficulty partial deployment¿ could not be evaluated. With the limited information provided, without the return of the device, and with no procedural films, the cause of the reported event could not be determined. According to the instructions for use (IFU), the user is instructed to use the left hand to anchor the vascular sheath introducer and the exoseal vcd in a stationary position. The user is then instructed to press the plug deployment button to deploy the plug, ensuring the plug deployment button is fully depressed and flush against the handle assembly. The indicator wire will automatically withdraw and the plug will be deployed. The IFU cautions that care should be taken to ensure no further pullback of the exoseal vcd and vascular sheath introducer occurs prior to, or during, deployment of the plug. Approximately 1-2 seconds after depressing the deployment button, the user is instructed to retract the exoseal vcd and vascular sheath introducer as a unit until the system is fully removed from the patient and apply light, non-occlusive pressure to the wound site. Based on the information available for review, there is no indication to suggest that the reported incident could be related to the design or manufacturing process of the units. No preventative or corrective actions will be taken at this time.

Manufacturer narrative:
Complaint conclusion: as reported, the plug of a 6f exoseal vascular closure device (vcd) was not fully deployed. Hemostasis was achieved by compression without adverse events. There was no reported patient injury. The plug deployment button was fully pressed, and after a fifteen second pause, the device was removed. After the procedure, an unknown 6f avanti+ short sheath and 6f exoseal were used for closure. The patient underwent treatment for a diabetic foot of the right below-knee artery and right common femoral artery. The user is an experienced user with over one hundred exoseal cases routinely used exoseal. Additional information was requested but not provided. One non-sterile exoseal vascular closure device 6f involved in the reported complaint was returned for investigation. Visual inspection of the device showed that the deployment lever was received depressed, while the guard was locked. The plug was not received for this evaluation, and the indicator wire was found retracted. A 6f non-cordis catheter sheath introducer (csi) was returned inserted on the received unit. Finally, it was observed that the indicator window was received in the black/white/red position. During this visual analysis no additional anomalies were observed to be reported. A dimensional analysis of the delivery shaft inner diameter (ID) was conducted in the received unit and was within specification. The functional deployment simulation evaluation could not be performed, as the device was received in fully deployed condition. A high magnification microscopic evaluation was executed to evaluate the internal mechanism. During this analysis, no abnormal conditions were observed to be reported. A review of the manufacturing documentation associated with lot 18417263 presented no issues during the manufacturing process that can be related to the reported event. The reported event of ¿vascular closure device (vcd) deployment difficulty partial deployment¿ was not observed as the returned device was received fully deployed with no plug returned for evaluation. The exact cause of the issue experienced could not be conclusively determined during analysis. Based on the information available for review and product analysis, unspecified procedural, handling, and/or anatomical factors may have contributed to the reported issue. As warned in the instructions for use (IFU), which is not intended as a mitigation, the user is instructed to use the left hand to anchor the vascular sheath introducer and the exoseal vcd in a stationary position. The user is then instructed to press the plug deployment button to deploy the plug, ensuring the plug deployment button is fully depressed and flush against the handle assembly. The indicator wire will automatically withdraw and the plug will be deployed. The IFU cautions that care should be taken to ensure no further pullback of the exoseal vcd and vascular sheath introducer occurs prior to, or during, deployment of the plug. Approximately 1-2 seconds after depressing the deployment button, the user is instructed to retract the exoseal vcd and vascular sheath introducer as a unit until the system is fully removed from the patient and apply light, non-occlusive pressure to the wound site. Neither the product analysis, nor the information available for review suggests that the reported failure could be related to the design or manufacturing process of the unit. However, a risk assessment has been initiated to further investigate similar complaints reported.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.